Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that beam propeller movement was not happening using the joystick. The fse had performed the functional analysis and confirmed that the issue was with the joystick in the geo module. To resolve the issue, the fse had replaced the joystick in the geo module. After replacing the geo module, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm movements were not working. No harm has been reported to philips. Philips has started an investigation of this complaint.